Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis of the catheter found coring/tears/cuts in the seal of the sc connector that met leak criteria. A deep, circular coring was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The leaking that was seen from the sc connector was most likely due to the coring that was seen. Interrogation of the pump at the time of returned revealed the system contained sodium chloride (nacl).

Event description:
The device system was returned due to a patient¿s death from ischemic encephalopathy. No further information was provided.